Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 370 mg/dl. The customer was sleeping on the device. The customer's mother was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan. The customer took a correction dose per syringe. The customer als reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose was 370 mg/dl. The customer was advice to monitor the insulin pump. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 100 mg/dl. The customer stated escape button didn't work and the up and down arrow. The customer was advised to revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: no button error alarm during testing. Unit had unresponsive escape, act and down buttons due to corroded keypad traces. Unable to perform operating current test or verify battery out limit due to unresponsive buttons. Unit had cracked lcd window, cracked case at display window corner, cracked battery tube threads and broken reservoir tube lip.